Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. Visual inspection was performed and no issues were noted. The reported symptom as verified. The device was determined to not meet all product specifications related to the reported event. The reported problem 'no audio' was reproduced when a no audio condition was present at device evaluation. The speaker impedance test determined the cause to be a failed speaker. The device history record review was completed and revealed the complaint may be related to the manufacturing of the product because this device is identified as an affected product for (B)(4). The rear case (which includes the speaker) was replaced. Review of evaluation elements did not determine a nonconformance initiation is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. Any patient involvement, injury or medical intervention is unknown. No additional information is available.